Event description:
The customer reported error b30 (scope communication error) during egd (esophagogastroduodenoscopy) and colonoscopy procedure while patient was under sedation with the device inside of the patient. The procedure was completed with same device involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone reported cv-190 b30 scope communication errors affecting multiple scopes and rooms. Power cycle provided temporary resolution; issue recurred. Two suspect scopes identified and isolated. System currently operational; however, customer requested dispatch. Advised field service engineer (fse) will perform diagnostics only and identify the affected component for depot repair. Customer requested service prior to 05/18 due to scheduled cases. Loaner equipment not available. Awaiting fse dispatch.